Manufacturer narrative:
Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and off no power alert noted. Insulin pump was received with corroded battery tube noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump was unresponsive. Customer did not know their blood glucose level at the time of the incident. Customer stated last week the insulin pump had turned off without warning. Customer replaced the battery and it continued to work until today. The insulin pump turned off again but this time the device would not turn back on. Customer has replaced the battery several times and left the battery out to loose electric staticity. The customer was advised the insulin pump needed to be replaced and returned.